Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of 62 months muscle stimulation was reported. During follow-up high thresholds and pacing impedance >2500 ohm were measured. Biotronik has no information about the planned revision of the lead. Should any details become available, this file will be updated. No adverse patient side effects have been reported.